Event description:
Member has not been able to tolerate mask so will be discontinuing continuous positive airway pressure (CPAP) therapy. Healthcare professional (hcp) did not consent to follow up (B)(4) no further information provided or available regarding this report.